Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the rpms were low, calibration was out at all readings, the control bar was not in the correct position, and the master width plate gage would not fit properly onto the damaged head. The head, control bar, shaft, bearings, thickness control lever, housing, bearing stack assembly, eccentric shaft, motor, swivel, needle bearing, and fine adjustment cams were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During testing the device was not operating properly. No harm or delay were reported. Upon inspection it was found that the device was operating at lower rpms